Manufacturer narrative:
The reliability analysis inspected the open/used sensor and found sensor was broken near the sensor base. The broken part was still attached to the sensor base. Customer returned the open used sensor and therefore it will not be possible to confirm that the customer received the sensor damage.

Event description:
Customer reported via phone call that the green light does not flash on the sensor. Customer blood glucose level was 2.9 mmol/l. Customer advised that they had a bent sensor cannula. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.